Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to correct h9. H9 should be blank.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue in the channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause is likely due to a component failure or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.